Manufacturer narrative:
H3: yes, remove: anticipated but not begun, h10: remove statement, codes: remove 67 and 3221.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer accidently gave themselves a second bolus but thought that the pump would not deliver it. It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer consumed carbohydrates and drank juice to address bg. Tandem technical support informed customer on bolus delivery feature and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.